Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer had a button error alarm. Customer stated they have changed the battery, but the alarm persisted. The customer's blood glucose was 8.9 mmol/l. No additional information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. No button error alarm noted. Unable to perform displacement test due to unresponsive button. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.